Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was received fully fired with no clips remaining within the tube shaft. The clip counter was not active. The jaws were returned open. The handle was observed to be in the neutral position. No signs of damage to the instrument were observed. A small plastic object was observed to be returned in a plastic bag. Functional testing found that the instrument was engaged in the end of firing safety interlock and could no longer be functionally evaluated. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. Counter arm properly seated within handle. A plastic pin from the handle over by the clip counter was noted to be missing. Upon microscopic inspection of the handle, a section was observed to be broken. It was reported that the device component was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, a part as shown in the attached photo has fallen on the machine table, and it was possible that it was a part from the clip applier. The device was being used as is to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.